Event description:
The customer states that an axsym bhcg result of 100 miu/ml was reported on a pregnant patient and was questioned by the physician. The patient was redrawn two days later and the axsym bhcg result was 5100 miu/ml. The customer retested both specimens and the results were 5653 miu/ml (first specimen) and 4665 miu/ml (2nd specimen). No impact to patient management was reported.